Manufacturer narrative:
A good faith effort (gfe) response was received from the authorized service provider (asp) on (B)(6) 2026. The asp did not provide the diagnostic report (drpt) from the time of the event. It was clarified that the device use at the time of the event was outside of use, prior to use on a patient. The asp stated that the customer hired a third party to repair the device. The repair work is still ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A patient was admitted on (B)(6) 2026 with a diagnosis of chronic obstructive pulmonary disease (copd), accompanied by an acute lower respiratory tract infection, and with a history of "recuring coughing and expectoration accompanied by shortness of breath for over 20 years, with an exacerbation lasting more than half a month." On (B)(6) 2026, following a physician's orders, the assigned nurse initialed use of the non-invasive ventilation support with a v60 to treat the type 2 respiratory failure. Prior to use on the patient, a routine inspection of the non-invasive ventilator was conducted; the device appeared physically intact, its labeling was clear, and it remained within its valid service life. Upon powering on the device, the screen displayed a message: "ventilator not working, 1007: machine and proximal pressure sensor failure." The machine then alarmed for check vent: machine pressure sensor autozero failed. The event was reported to the head nurse, and a backup non-invasive ventilator was substituted. The replacement device passed its power-on self-test without issue and was placed into use. This investigation is ongoing.